Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have eroded through the device pocket. Cultures were obtained and found negative for the presence of infection. A revision procedure was performed wherein the device was explanted and the patient given a course of antibiotics. The physician plans to implant a new device at an undetermined time in the future due to the condition of the patient's skin. No additional adverse patient effects were reported.